Manufacturer narrative:
The events of "infarction" and "headache" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient's representative reported patient experienced "acute headache" during the event. Representative also stated "that following the event, the physicians stated: "the injection treatment led to an infarction in the posterior part of the optic nerve in the right eye with irreparable blindness in addition to infarction of the eye muscles that caused the wrong position of the eye. [The patient] is thus completely blind in the right eye. Moreover [they are] cross-eyed in that eye."

Event description:
Injecting healthcare professional later reported patient was never given heparin. Hospitalization was for 1 day only. The patient "blind (no vision) on the right eye +asymmetric eye-bulb movement."

Event description:
Healthcare professional additionally reported patient was also treated with heparin. Patient was hospitalized for one week. Patient also experienced ischemic skin wounds on the forehead and nose approximately three days after injection.

Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional (hcp) reported patient was injected with 0.25 ml of juvéderm® volbella¿ with lidocaine with lidocaine in the nasal bridge. One to two minutes after the injection, the patient reported that they, "could not see anything (saw white) in [their] right eye." Hcp suspected this was, "the result of filler being injected into a vessel, that wandered like an embolism into the ophthalmic artery and there caused ischemia in the retina." Hcp administered 150 iu hyaluronidase in the area of the original injection. Hcp attempted to aspirate, but was unsuccessful. Patient was given, "16 betapred tablets," that the physician had dissolved in water. Patient became nauseous. Hcp administered a further 150 iu of hyaluronidase ¿this time into a visible and superficial vessel that ran from the medial canthus (1-2 cm below) to the bridge of the nose just above [injection site]¿. Before injecting, hcp aspirated and ¿got blood in return¿. Patient was taken to hospital via ambulance. Patient vomited on route. Hcp performed, "bulb massage," and applied, "warm ringer's acetate," to the eyes in an attempt to achieve vasodilation. Patient was examined by ophthalmologist, who noted, "conj. Minimal injection. Clear cornea. Pupil without direct reaction, isocoria, but indirect reaction. After dilation: clear lens. Optic disc healthy, without inflammation or ischemia. Between the optic disc and fovea there is retinal ischemia in the upper part. Further down the coloration is healthier, 3 mm wide, temporal serous edema." In consultation with the second-call physician, they ruled out thrombolysis. Hcp administered another 450 iu of hyaluronidase. Patient was transferred to different hospital, where they were examined by a neurologist, who noted, "reduced eye movements (no vertical or horizontal movement). Incomplete ptosis in right eye, can move the eyelid up and down a little, but sits with the eyelid closed. Can wrinkle forehead and blow up cheeks on both sides normally. Says that [they have] reduced sensation of sting and touch in the right half of [their] face". Neurologist further noted, "iatrogenic-caused branch artery occlusion on the right side - hyaluronic acid injected into the vessel?" And, "no contrast uploading in the medial and lower rectus muscles on the right side, determined to be caused by ischemia" cerebral CT scan performed ¿shows no infarct or hemorrhage, nothing pathological according to verbal report. Neurologist consulted with colleague, they noted: ¿[patient¿s] neurological status also shows effects on the trochlear nerve and ocular motor nerve, further damage is suspected (not just retinal vessel effected)¿iatrogenic damage in cavernous sinus? Hyaluronic acid in the cavernous sinus that presses on nerves?¿ emergency MRI is ordered: ¿shows swelling around the cavernous sinus, as well as a suspected small thrombus on the venous side.¿ patient was placed on a "low-dose blood thinner," of, "5000 iu in the morning and evening," and hospitalized for twenty-four hours. Mrt images are read at a ¿radiology conference and there it is determined that the mrt images do not indicate a thrombus, but instead an edema in the cavernous sinus, which could be the hyaluronic acid or general edema.¿ patient discharged from hospital with prescription for 7500 iu fragmin (three to six months) and 50 mg prednisolone (seven days). Patient has been seen by reporting hcp twice weekly. Hcp notes that, "some of the ptosis and ophthalmoplegia has already recovered." Symptoms are ongoing.